Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 44 mg/dl at the time of incident and the current blood glucose level was 83 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food and glucose tablet for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they did not alleging insulin pump for over delivery. Customer stated that they did used auto mode feature at time of low blood glucose event. Customer performed self-test, high-pressure test and displacement verification test and the test was passed. Customer stated insulin pump had hardware low level failures alarm and battery change. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump will not be returned for analysis.